Event description:
It was reported that the instrument fractured. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: there is no sterile date as this is a non sterile item. This was previously reported incorrectly. Proposed annex g code: mechanical (g04) - drill. Visual examination of the returned product identified the end of the cutting feature is cracked and damaged. Wear & tear is seen that indicates repeated use. Device history record was reviewed and no discrepancies were found. The reported event is confirmed through product return. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.